Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the 3 to 1 dermacarrier, part number 00219501300 and lot number 63554725, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 15 dec 2017, it was reported from chr metz-thionville that a 3 to 1 dermacarrier had an expansion longer than expected. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. Photos of the mesh were provided by the account, however. Upon review of the photos, the first one provided appears to be a mesh to a 3:1 ratio as indended and the second photo appears to be a mesh with the carrier inserted upside down. After additional customer follow up, it was noted that the wrong blade was used. The 3:1 carrier was used and cut to the size as intended. It was mixed in with the 6:1 carriers and the account used it by accident. The root cause for the device having a larger expansion than expected was due to the account using the wrong sized dermacarrier. The instructions for dermacarriers ii skin graft carriers states on page 1 to choose the ¿appropriate expansion¿ depending on the amount of available donor skin, the type of surgical procedure, and the conformance to the affected area. The root cause for the device not cutting in the correct shape was due to the account inserting the dermacarrier upside down. The instructions for dermacarriers ii skin graft carriers states on page 1 that the dermacarrier is to be used ¿grooved side up¿. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Not returned for evaluation.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to medicrea repair facility for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It is reported the skin graft taken was longer than expected. No adverse events have been reported as a result of this malfunction.